Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that was received on the homechoice (hc) during use, during dwell. The technical service representative (tsr) had the home patient (hp) cycle the power off and explained the alarm. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).the sample is not available for evaluation. A follow-up report will be filed should any significant supplemental information become available.

Manufacturer narrative:
(B)(4). The system error 2240 was not confirmed due to a lack of sample. The root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed.